Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on 02/19/2014 and was evaluated on 10/30/2014. The product was determined to be breached. The issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported to customer service that her pump in style advanced breast pump powers off when using her transformer. When the transformer was received at medela, qe determined it to be breached which is a safety risk.